Event description:
Transducer fault biomed reports to carefusion technical support alarm "ve low". We tried to calibrate the pressure transducers but without success." No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcb. Visually inspected part. Installed in known good unit. Events log recorded multiple transducer faults. Exhl diff transducer test failed with 750. Exhl diff press calibration test failed at 0 cmh2o with a/d: 750. This issue is addressed in an internal correction.

Manufacturer narrative:
Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of (B)(6) 2015 the alleged faulty component has not been received. Should it be received and evaluated, a follow-up medwatch report will be submitted.